Event description:
This lead was capped and replaced due to intermittent loss of capture and undersensing. There were no adverse events reported for the pt. Should additional information be received, this file will be updated.